Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy as a result of high impedance being present on the patient's lead. Reprogramming was unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Additional information received revealed the patient's lead was explanted and replaced to provide resolution.

Manufacturer narrative:
The reported event was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.